Event description:
During revision of a cf4006 graft implanted approximately one year ago, it was noted that the graft has a seroma formation or lymphoma around the area of the arterial anastomosis. The graft was explanted and replaced with a new graft. The pt is doing well.